Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into an off-label insertion site. On 1/20/2026, the patient reported that her cgm readings ranged between 124 mg/dl, 138 mg/dl, and 142 mg/dl shortly after sensor insertion on the arm. During this time from (B)(6) 2026 through (B)(6) 2026 the patient obtained multiple bg meter readings, all of which displayed high (no numerical value provided). She reported no symptoms of hyperglycemia and did not indicate whether she attempted any self-treatment. At approximately 02:00 am on (B)(6) 2026, the patient drove herself to the emergency room because she was unsure whether to rely on the cgm readings or the bg meter readings. Upon arrival, her blood glucose measured by fingerstick was approximately 600 mg/dl, while her cgm was displaying 138 mg/dl. She was treated with 10 units of insulin via syringe and intravenous saline. The patient remained in the ER until approximately 08:00 am on (B)(6) 2026. Her final bg reading prior to discharge was 300 mg/dl and trending downward, so she was allowed to go home. Her cgm reading at the time of discharge was not checked. The patient reported that she continued to feel asymptomatic upon returning home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator between 1/20/2026-1/22/2026. The reported glucose values fall within the d zone of the parkes error grid on 1/23/2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 prior to discharge. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.